Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24gax0.75in qsyte-capy nopvc leaked. The patient was operated on today and was given an intravenous indwelling needle as prescribed, and after successful puncture, a leak was found between the clear tube of the indwelling needle and the yellow plastic.